Event description:
It was reported that the right monitor on the 9800 system would not work. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The right monitor during the service call. The system was tested and found to be working as intended and put back into service.